Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a hepatectomy procedure on an unknown date and reservoir was attached to a drain. It was reported that post-op, the patient's reservoir was emptied every six hours. The second time after emptying the bag, the reservoir couldn't be deflated and flatten as before. The healthcare provider forcefully flattened the reservoir and closed back the output. Another new reservoir was used. There were no patient consequences. No additional information is available.

Manufacturer narrative:
Pc-(B)(4). Actual device received with the plate activated, it could be observed the locking mechanism of the plate was broken. After analysis it was found that the latch was broken possibly by final user handling after the manufacturing process was completed based on the defect description "forcefully flatten it and closed back the output".

Manufacturer narrative:
(B)(4).the device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 8/31/2020.